Event description:
It was reported that a stroke occurred the day after a venaseal procedure. The patient presented at the hospital with stroke-like sy mptoms and was subsequently hospitalized due to the stroke. The stroke remains unresolved. The procedure involved the great saphenous vein in the peripheral veins, though the specific side was unknown. The doctor did not believe the stroke was a result of the vena seal procedure. No medical or surgical intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stroke was a left frontal lobe ischemic stroke, with seizures. It is unknown if the patient had a pfo. The patient's comorbidities prior to the procedure were cirrhosis, diabetes, chronic kidney disease, and a history of breast cancer. There were no signs of deep vein thrombosis (dvt), endovenous glue-induced thrombosis (egit), or pulmonary embolism (pe). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.